Event description:
The reprocessed harmonic would not work on maximum mode during a laparoscopic colectomy.

Manufacturer narrative:
The lead was returned cut apart at 23.5 cm from the connector pins. Analysis found abrasions on the outer insulation at 15.3 cm from the connector pins over the ring cable lumen. The lead abrasion is consistent with that produced by friction with the ICD can. Visual inspection revealed no fracture with the cables or coils. The electrical characteristics of the lead were found to be normal. No abnormalities were found on the lead portion that would have contributed to the reported anomaly.

Manufacturer narrative:
.

Event description:
It was reported that the patient had received 3 out of range measurements. The high impedance was reproduced in the clinic. The physician decided to cap the lead.